Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittent occlusion alarms occurred during basal delivery. Customer changed supplies to address the occlusion alarms. Customer reverted to their former pump for insulin therapy. Customer¿s blood glucose level was 114 mg/dl.